Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with unknown blood glucose. Customer had positive ketones test. Customer was in intensive care unit as a result of high blood glucose level and diabetic ketoacidosis. Customer did not allege that insulin pump was under delivering. The insulin pump will not be returned for analysis.